Event description:
It was reported that during cleaning after a surgical procedure at the user facility the drill was leaking black fluid. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.